Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. Vascular access was obtained via the right radial artery. The 2.75x10mm, 80% stenosed and eccentrically shaped, de novo target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. Pre-dilation was not performed. The 2.5x38mm taxus liberte long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: examination of the returned device revealed the stent was centered between the markerbands. The balloon was tightly folded with no indication it was subjected to positive pressure. The first two proximal stent strut rows had multiple stent struts stretched and bent. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported event or device damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).